Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, there was a safety shield failure of one device leading to the needlestick injury of a nurse. Medical intervention details were not provided.

Manufacturer narrative:
The following fields have been updated with corrected information. H6: imdrf annex e grid: updated to e2010 - needle stick/puncture. H6: imdrf annex a grid: updated to a0509 - physical resistance / sticking (2578/1597) & a150303 - premature separation (2906).

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, there was a safety shield failure of one device leading to the needlestick injury of a nurse. Medical intervention details were not provided.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary material #: (B)(6), lot/batch #: (B)(6). Bd had not received samples or photos for investigation. Therefore, 20 retention samples from bd inventory were evaluated by visual examination for all cannula defects and functional testing, each having their eclipse shield activated, and no issues were observed relating to defective locking mechanism or anything that could cause bruising as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure modes defective locking mechanism and cannula causes bruising. Bd was not able to identify a root cause for the indicated failure modes. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, there was a safety shield failure of one device leading to the needlestick injury of a nurse. Medical intervention details were not provided.